Manufacturer narrative:
Vyaire file identification: (B)(6). Vyaire field service went onsite found fio2 (fraction of inspired oxygen) creeps up over 100%. As a resolution suggest to replace the o2 (oxygen) cell. Will run the unit for a period of time if the problem is corrected. O2 still reading consistently reading the next day. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarm high fio2 (fraction of inspired oxygen). As of this time there is no information about patient involvement associated with this reported event.